Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), the locking nut was missing from the trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation it was discovered that the locking nut had broken off of the electrode belt trunk cable connector. As a result, the electrode belt would not stay connected to a monitor. The root cause for the missing locking nut could not be positively identified but was likely physical abuse. No adverse event occurred to the missing locking nut. The last pt to use this electrode belt did not report any problem.